Event description:
It has been reported that the bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing two occurrences of difficult needle disengagement before use. The following has been provided by the initial reporter: it was reported there was a dragging and significant resistance when pulling the stylet back. Upon opening the device and ¿breaking the heat seal¿ by retracting the stylet slightly, significant resistance and dragging was observed. The nurse did not use the device to insert in the patient and provided it to me.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing two occurrences of difficult needle disengagement before use. The following has been provided by the initial reporter: it was reported there was a dragging and significant resistance when pulling the stylet back. Upon opening the device and ¿breaking the heat seal¿ by retracting the stylet slightly, significant resistance and dragging was observed. The nurse did not use the device to insert in the patient and provided it to me.